Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor failed the op check. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips bench service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device operational check failed. Based on the information available, the root cause of reported issue is due to the maintenance issue in paddles. Issue resolved and device back to good working condition after paddle adjustment. The device is working fine as per manufacturer's specifications after paddle adjustment. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.